Manufacturer narrative:
Investigation results: the abutment fractured at the hex. The review of 3shape shows the design to be within specification. Based on the investigation results and the information provided by the customer, no specific root cause can be determined. Per product history review, when fracture of an encode zirconia abutment is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole.

Event description:
Edaz loosened and then fractured in the patient's mouth two days after insertion. No patient injury.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Product not yet returned, follow-up will occur upon product receipt and completion of evaluation.